Event description:
In 2006, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Both of the common iliac arteries were small in diameter and heavily calcified, with the right side demonstrating proximal narrowing. An 18 french sheath was inserted, with arterial resistance, into the pt's right side for successful deployment of the trunk-ipsilateral leg component. As the sheath was pulled back into the right common iliac artery the pt's blood pressure dropped. The ipsilateral, or right side, of the graft was then extended using an iliac extender component and contralateral leg component which successfully repaired the ruptured artery. A final angiogram revealed a flap below the excluder devices in the right femoral artery which appeared to fairly occlusive. This was surgically repaired by sewing a graft (type unk) onto the contralateral leg component, bypassing the occulsion. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.